Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they received a no delivery alarm. The customer's blood glucose was 92 mg/dl at the time of incident. The customer's spouse performed plunger push and the insulin did not exit. The customer's spouse assembled a new infusion set with the reservoir. The customer's spouse performed plunger push and the insulin did exit. The customer's spouse stated that the insulin pump did not alarm no delivery during manual prime. The infusion set will be returned for analysis.